Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, reportedly a revision was performed due to "tibial component failure at cement interface". The requested medical documentation has not been provided as of the date of this medical investigation. Without the requested documentation, the root cause of the reported event could not be fully assessed nor concluded. The patient impact beyond the reported events could not be determined, although, the current health status of the patient was reported as postoperative knee revision. No further assessment can be rendered at this time. Should clinically relevant documentation/information and/or product evaluation findings become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after primary tka surgery, the tibial component legion revision tibial base size 5 rt failed. A revision surgery was required. No additional details on the tibial component failure mode were provided. It is unknown the current health status of the patient.